Manufacturer narrative:
Additional narrative: correction: please note that the incorrect date of manufacture (dom) (february 9, 2017) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (may 15, 2015) has been obtained and entered. The unique identifier (UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the handpiece device was running hot. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.